Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons are sticking and will not respond accordingly. The issue was not resolved with training. There was no evidence of product misuse. The product is being returned for investigation. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. Testing confirmed keypad not responding to button presses. The keypad contacts were misaligned. The button contacts were adjusted and the keypad became operational. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.